Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue breakages. Further two channels have been disabled due to discomfort, which might has contributed to the decrease in hearing performance. The problems given in the recipient report appear to match the damage found. Other damages found during device investigation are most likely related to the explantation surgery. This is a final report.

Event description:
The user reported poor performances using the device. She currently only has five active channels in use. The user has been re-implanted.

Event description:
The user reported poor performances using the device. She currently only has five active channels in use. Re-implantation is considered.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. Further two channels have been disabled due to discomfort, which might has contributed to the decrease in hearing performance. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported poor performance using the device. She currently only has five active channels in use.